Event description:
It was reported that the patient presented to the hospital for a right ventricular (rv) lead revision. Review of the electrogram (egm) revealed oversensing noise on the rv lead, which was stored as non-sustained right ventricular oversensing (nsrvo) episodes. On (B)(6) 2026, the physician elected to cap and replace the rv lead. There were no patient consequences.